Manufacturer narrative:
(B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber output was observed to loose intensity and was not vaporizing tissue effectively. The laser power was at 150 w and turned down to 100 w, then back to 150 w but the fiber still did not work correctly. The fiber failed at 302,889 joules, 41:58 minutes. The fiber was replace and the procedure completed using a second surgical fiber. The patient had a 18f catheter place post procedure with excellent hemostasis. No adverse outcome for the patient was reported.